Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the patient that she underwent a mass facial extraction procedure on unknown date in 2016. On an unknown date in (B)(6) 2016, the patient experienced pain, redness, infection, and swelling. A plastic surgeon removed some of the suture. Part of the suture remains implanted.